Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Gum pain [gingival pain]. Stabbed myself in the gum [gingival injury]. Toothbrush don't charge. Green light comes on and goes off. Leave them overnight and the red-light flashes straight away - oral-b rechargeable toothbrush [device power source issue]. Toothbrush heads fell off - oral-b rechargeable toothbrush [device breakage]. Case narrative: consumer was contacted via phone and stated that toothbrush did not charge, the green light came on and then went off, and when left overnight the red light flashed immediately. The heads it came with also fell off, and they stabbed their gum when one came off. No serious injury was reported.

Event description:
Gum pain [gingival pain] stabbed myself in the gum [gingival injury] . Toothbrush don't charge...green light comes on and goes off...leave them overnight and the red light flashes straight away - oral-b rechargeable toothbrush [device power source issue] . Toothbrush heads fell off - oral-b rechargeable toothbrush [device breakage] / case narrative: consumer was contacted via phone and stated that toothbrush did not charge, the green light came on and then went off, and when left overnight the red light flashed immediately. The heads it came with also fell off, and they stabbed their gum when one came off. No serious injury was reported. Follow up received on 05-mar-2026: product investigation results: no manufacturing cause and no design issue identified based on investigation. No serious injury was reported.

Manufacturer narrative:
05-mar-2026 - product investigation results - product return was received and evaluated. No failure could be identified, the product is according to specifications.